Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the 4.5 lcp proximal femur pl 6 h/211-lft (p/n: 242.106, lot number: 6956124) was received at us cq. Visual inspection of the complaint device showed the plate had broken at the second hole after the bend. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage and device geometry. Document/specification review: 242_102 rev h (current) and rev e (manufactured) were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the plate had broken at the second hole after the bend. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A review of the device history record revealed no complaint related anomalies. The device history record shows lot: 6956124 of 4.5 mm lcp proximal femur plates was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot: 6931885 met all specifications with no issues documented that would contribute to this complaint condition. Device history review - a review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown plate/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient will undergo a revision surgery due to a broken unknown proximal femur plate that was implanted 2 months ago, and it's going to be revised with a tfna. Procedure and patient outcome were unknown. Concomitant device reported: unk - screw: (part # unknown; lot # unknown; quantity: unknown). This complaint involves one (1) device. This is report 1 of 1 for (B)(4).